Event description:
I went in to get lasik the machine used was a schwind and wasn't told of any of the possible side effects that would permanently alter my life. After visiting some doctors post operation I was told I was not a good candidate for the lasik surgery in the first place. I was not told this when I went in for the surgery by any of the doctors. My problem came from miscalculating the zone that was worked on in regards to the size of my pupil. My vision has been damaged permanently and a struggle everyday with night vision, dryness, halos, starbursts, contrast, light sensitivity, floaters, and what seemed like white noise. It truly was the worst decision of my life and highly regret it more than anything.